Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports his ipg is unable to communicate with the charging system. The sjm representative with the patient and confirmed the ipg did not communicate with the external devices. The patient reports, he has not used his scs system in four months. A replacement charging system did not resolve the issue. Follow up information identified the patient underwent surgical intervention to remove and replace his ipg which resolved the issue.